Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Additionally, the complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported cardiac tamponade (pericardiocentesis), mitral valve insufficiency/ regurgitation (recurrent mr), and renal failure, could not be determined. The reported patient effects of cardiac tamponade, mitral regurgitation, and renal failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Date of event: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional death and malfunctions reported in the article are captured under a separate medwatch report number. Attachment: article titled, "anatomical changes after transcatheter edge-to-edge repair in functional mr according to mitraclip generation".

Event description:
This is filed to report serious injuries and intervention. This research article was a prospective single-center observational study designed to evaluate the use of early generation mitral transcatheter edge-to-edge repair (teer) in comparison to the new generation. Complications identified in the study included: single leaflet device attachments (slda), cardiac tamponade requiring pericardiocentesis, acute kidney injury, recurrent mitral regurgitation(mr), minor vascular injuries, bleeding, and death. In conclusion in this series of patients with functional mr, significant changes in mitral valve anatomy after mitral teer with a reduction in anteroposterior diameter, valve perimeter, and area was observed. In the cohort, the extent of these changes was greater with the use of the new-generation g4 mitraclip system compared to prior device generations. No additional information was provided. Details are listed in the attached article titled, "anatomical changes after transcatheter edge-to-edge repair in functional mr according to mitraclip generation".